Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer used a different charging cable, which allowed the pump to begin charging again without further assistance needed.